Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). It was reported the patient was implanted with an interstim device for overactive bladder issue. The interstim product worked great until she fell off a shower bench in the shower. The patient was told she couldn't get another interstim device due to her ehliers-danlos syndrome. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 (lawyer): information was received regarding a patient with an implantable neurostimulator (ins). It was reported the patient was implanted with an interstim device for overactive bladder issue. The interstim product worked great until she fell off a shower bench in the shower. The patient was told she couldn¿t get another interstim device due to her ehliers-danlos syndrome. There were no further complications that have been reported as a result of this event.